Event description:
It was reported that prior to generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s device was tested and system diagnostics revealed high impedance (dc dc ¿ 7). The generator was tested with a test resistor and lead impedance was within normal limits, so the patient¿s lead was also replaced during the procedure. The explanted devices have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.